Event description:
(B)(4). The reference product or lot number could not be communicated. It was not possible to deflate the balloon even after cutting the funnel. The incident required the intervention of an urologist, a radioscopic control and a suprapubic puncture to burst the balloon and to remove the catheter.

Manufacturer narrative:
The event is deemed serious as it required medical intervention to prevent a more serious threat to the pt's health and well-being. From a clinical perspective, a causal relationship between the catheter and this event is deemed related because it was reported that the catheter balloon could not be deflated, even by cutting the catheter and it was removed only after a suprapubic puncture into the bladder to rupture the balloon. Reported to the FDA on (B)(4) 2013. Note: the actual date of event is unknown, so the date used was the date we became aware.